Manufacturer narrative:
The unit was received with a blank display due to moisture damage on the electronic assembly. Moisture was found on the motor assembly as well. The unit had a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners. (B)(4)

Event description:
The customer called in to report a blank display. The customer's blood glucose level was 171 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.